Event description:
The device was used during a total cystectomy procedure. Reportedly, the instrument was difficult to open and the approximating lever broke. The surgeon was able to open the device and complete the procedure. The hosp has reported no pt injury occurred.